Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation: a retain sample cartridge was evaluated by product analysis on 01/09/2014 with the following findings:no failures were observed during incoming inspection. A retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and a fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump repeatedly emitted loss of prime alarms over two days. The reporter was allegedly able to disconnect and successfully prime, however the loss of prime alarms recurred. The cartridge had not been changed, however the reporter confirmed that it would be changed to a new one from a new box during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.